Manufacturer narrative:
The distributor reported that they took the battery out of the box in the past month, and arm battery will not charge. The battery was shipped to the customer in (B)(6) 2023. The maintenance schedule is not reported. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the rmu acc not to function. Maintain the rmu acc and rechargeable battery pack only as described in the user manual. Failure to maintain the battery pack per the instructions outlined in this user manual will result in the rmu acc becoming inoperable. A new battery is set to ship mode. Must be activated before use! Activate battery by charging in unit or charger. Follow all battery pack labeling instructions. Do not use a battery pack after its expiration date. Use only defibtech approved batteries and accessories. Always store the acc so it is ready to go for use. Store the compression module with a fully charged battery pack installed and a patient interface pad attached to the piston. It is recommended to maintain a charged spare battery pack and have the external power adapter available with the unit at all times. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the arm battery pack will not charge. The customer did not report this event occurred during patient use.